Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During the procedure, patient had vf induced. The device shocked at 15 joules and 25 joules failing to convert to rhythm and patient was externally rescued with defibrillator. Patient had some rhythm instability and respiratory issues. Physician felt it was not safe to reinduce vt/vf. Device was programmed at maximal output of 40 joules with alteration of waveform. Lead function was excellent with an ICD coil impedance of 80 r waves of 9-10, and rv threshold of 0.8 at 0.4. Device and lead remain implanted. Event was reported to FDA on mw5085940.